Event description:
The manufacturer received information from a customer regarding a ds2adv auto CPAP, alleging that service requested for error code. There was no report of serious injury or harm, and no medical intervention was specified. The device was returned to the third-party service center. During the evaluation, observed that pca burned. The customer complaint was reproduced. There was one error has been identified. The device was scrapped.